Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced excessive urination, excessive thirst, nausea, vomiting and high blood glucose level (531 mg/dl) on (B)(6) 2020 due to bent cannula at the site and the patient was not receiving insulin. The patient tried to bolus 15 -20 units via pump, but on the same day of event, the patient was taken to the emergency room from an ambulance due to high blood glucose level, where she received insulin drip and intravenous fluid as corrective treatment. After staying for less than an hour, the patient was unstable and was admitted to the hospital/ICU due to diabetic ketoacidosis as she had high ketone levels which the healthcare professional did not assessed as dangerous/life threatening. The infusion had been used for one day. During hospitalization, she received insulin, saline fluids and intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. The patient also stated that previously on (B)(6) 2020, she faced a bent cannula issue due to which she experienced high blood glucose level and because of which she went to the emergency room with blood glucose level of 435 mg/dl and no ketone levels. While in the emergency, she received intravenous fluids due to which her blood glucose level dropped between 100-125 mg/dl and her condition was stable. Therefore, they stayed in the emergency room for 8-10 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.